Event description:
When PICC line was removed, approx 20 cm of the catheter was missing. The PICC line measured 44 cm from the hub to the fracture line which was approx 1/2 way between the 30 cm and 20 cm hash mark. An x-ray revealed apparent catheter fracture in the right brachial, axillary and innominate veins and superior vena cava. A percutaneous PICC line retrieval in radiology was necessary.